Manufacturer narrative:
Weight/ethnicity: unknown/asked but unavailable. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. The account did not have further information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon performed a vitrectomy. It is unknown if event was due to a product issue or patient related issue. It is also unknown if there was any patient contact or patient injury with an intraocular lens (iol). No further information is available.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.